Event description:
On (B)(6) 2022 started treatments with morpheus 8 to reduce fine line and wrinkles in my face. In the initial session, the provider performed microblading of my eyebrows, injected 20 units of xeomin in my glabellar and morpheus 8 on my entire face and neck. During the second treatment on (B)(6) 2022, I had asked about a horrible burning smell to which I was told was the hair on my face burning off. The next day, I had a large brown leathery patch on the right side of my chin and was advised to apply cream to help with healing. That patch lasted for several months before it faded. During that session, I had horrible "shock like" pain in my neck and I asked her to stop. From that I had several deep puncture wounds in my neck that took weeks to heal. My last morpheus 8 treatment was on (B)(6) 2022. The person performing the procedure did not take any photos of the transformation other than on (B)(6) 2022 (consultation) and on (B)(6) 2022 (day of the procedure), yet she noted that it was "amazing." It was far from amazing. Within a few months I began to notice that my face was drooping, particularly around my eyes. Two years later and I have lost a tremendous amount of volume and laxity in my entire face. My temples are hollowed as are my eyes. The left side of my face is more damaged causing my left eye to have a fold in it despite having blepharoplasty in (B)(6) 2022. In fact, both of my eyes are drooping again as my entire face has sunken and sags. I went to a plastic surgeon who has advised that only a face lift will repair the damage to my skin.